Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4). The dentist reported that the dental implant had to be removed during its installation surgery because it was not possible to remove the carrier from it. In addition, the patient presented bone type I.